Event description:
The patient reportedly was struck in the head at the implant site with a ball. The internal device reportedly migrated. The patient reportedly underwent surgery to reposition the internal device on (B)(6) 2010.